Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
After a follow-up on (B)(6) 2017, during which the device was in dddr bipolar mode, the patient returned for a regular follow-up on (B)(6) 2018 and the device was found in vvi mode unipolar.

Event description:
After a follow-up on 07 november 2017, during which the device was in dddr bipolar mode, the patient returned for a regular follow-up on 07 february 2018 and the device was found in vvi mode unipolar.

Manufacturer narrative:
Please refer to the attached analysis report.